Event description:
While reporting issues with a transmitter not blinking, customer reported that she had a blood glucose level of 50 mg/dl. Customer declined troubleshooting for high blood glucose levels. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.